Event description:
It was reported that there was a leak in a minicap transfer set at the connection with the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, a photographic image was received and was visually inspected. The reported condition of leak could not be verified. However, visual inspection identified discolored patient adapter and tubing. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.